Event description:
The customer reported that the system was not saving pt images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A connector to the hard drive was reseated and the system software was reloaded. The system was tested and found to be working as intended and put back into service.